Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Product event summary: the shoulder pack with unknown lot number was returned for evaluation. Various analyses were conducted and reviewed to evaluate the performance of the device in relation to the reported event. Failure analysis of the pack revealed damage to both swivel snap hooks. This is an additional finding not related to the reported event, likely due to wear and/or handling of the pack. However, visual inspection of the device did not reveal damage to the lining of the shoulder pack. As a result, the reported "damaged lining" event could not be confirmed. If information is provided in the future, a supplemental report will be issued.

Event description:
The shoulder pack was returned to the manufacturer because the shoulder pack lining was damaged. The shoulder pack subsequently tested out of specification during manufacturer¿s analysis. No patient complications have been reported as a result of this event.